Event description:
It was reported to boston scientific-target that during the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit caused the aneurysm to rupture. The pt expired on the table. Additional info was requested through a company rep on june 2002: "I do not know the condition of the pt before the procedure. Dr used an excelsior 1018 microcathter to place all the coils. He started with a micrus spherical coil then placed a few fiber gdc coils. Dr is fully aware that fibered gdc coils are not indicated for use in aneurysm. Dr then placed the ultrasoft 2x4 coil. Dr feels the tail of the ultrasoft ruptured the aneurysm after it was detached."